Event description:
It was reported the implanted intraocular lens(iol) was removed and replaced without complication at 2 weeks post-operative due to a refractive surprise.

Manufacturer narrative:
The intraocular lens (iol) was received and the diopter was confirmed to be 18.5, correct as labeled. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The device met all manufacturing specifications prior to release.